Manufacturer narrative:
Device manufacturer date provided. Updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure, in order to prepare for using synergy cranial, the data which was created in planning station was archived in the navigation system and saved in cd-r. An attempt was made to import the data to the navigation system but failed. A message that "one or more of the exam(s) associated with the selected patients already exist on the system. Please remove them before proceeding" was displayed on the screen. However, as the data did not exist on select patients list, it could not be removed. The sales rep visited the facility for an inspection and the situation was confirmed. There was no patient present.

Manufacturer narrative:
Correction: initial reporter updated to proper value.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue by review of the reported issue. Analysis found that the issue was unable to be duplicated. Analysis was inconclusive and the probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.